Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited premature battery depletion as the estimated longevity dropped from 29 percent to 14 percent over the course of approximately three months. Additional information was received that this device began emitting beeping tones. Device data was then sent to engineering for review. Data analysis confirmed the device exhibited premature battery depletion consistent with increased power consumption. Additional information was received that this patient developed an infection, therefore an additional data analysis was performed to obtain a new safe replacement window. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibited premature battery depletion as the estimated longevity dropped from 29 percent to 14 percent over the course of approximately three months. Additional information was received that this device began emitting beeping tones. Device data was then sent to engineering for review. Data analysis confirmed the device exhibited premature battery depletion consistent with increased power consumption. This device remains in service. No adverse patient effects were reported.